Manufacturer narrative:
Results, conclusion: unable to determine root cause as no device received for analysis, no device received for evaluation. (B)(4).

Event description:
It was reported that the physician was attempting to use an sprinter legend balloon to pre- dilate a lesion in the lcx exhibiting 95% stenosis. It was reported that the device was prepped as per IFU prior to use. During the procedure, the balloon was reported to have ruptured during inflation. The physician removed the balloon with the delivery system and no fragments remained within the patient. The physician removed it and changed a new device to complete the procedure. The patient is reported to be in good condition. No patient injury reported for this event.